Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and the device alarmed insulin flow blocked multiple times. They did not hear the plunger as loudly as before when rewinding the pump. The customer believed that this was the cause of the multiple insulin flow blocked alarms. Troubleshooting was not completed. The customer¿s blood glucose during the incident was in the 200 mg/dl range. The device will be returned for analysis.